Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (b and c) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the devices were found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b and c additional information: batch # k90j4g, expiration date: 02/2018, manufacturing date: 03/2013.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were being deployed in a circle-shape, some bow-shaped, some not even formed. The director was not sure if they opened up another device to complete this procedure.